Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump received no delivery alarm and motor error. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reports no delivery alarm was resolved by changing complete set. The insulin pump and reservoir will not be returned for analysis.